Manufacturer narrative:
Other, other text: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported issue was unable to be duplicated. Service replaced the downstream occlusion as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
Other text: b5: additional information received via email on (B)(6) 2021 and attached to complaint: no patient injury. Issue happened during testing.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed downstream occlusion and won't calibrate. No adverse effects were reported.